Event description:
It was reported that a patient experienced post-paced t wave oversensing on their implantable cardioverter defibrillator. Reprogramming was done on the patient's device. The patient is described as stable.